Event description:
The homecare providers (hcp) insurance carrier reported the following information: (1) the claimant was receiving liquid oxygen at a flow rate of 15 lpm. (2) a family member notified hcp that the pressure dropped to zero. (3) the day prior to the loss the tanks were filled and checked for proper operation by hcp. (4) the claimant passed away shortly after the allleged failure.